Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. Customer did not mention a symptom. Current blood glucose reading is 333 mg/dl. Customer did not contact their healthcare provider for their blood glucose readings. Blood glucose reading at the time of the incident is 333 mg/dl. Customer said the drive support cap appears normal. Customer changed the set on (B)(6) 2017. Customer reports insulin exited. Customer is unable to remove and change set at this time. There were no leaks or air bubbles. Customer was not able to check the setting. The customer was not able to continue doing a test on the pump. Customer was advised to discounted from the insulin pump per healthcare provider instruction. The insulin pump also had blank display issue. The issue was not resolved. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test,displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly or unexpected jumping screen noted. No damage found on lcd isolation tape noted. No rewind/prime anomaly noted. Pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The test minilink transmitter communicated properly to the pump. No unexpected lost sensor alarm noted. The bg was enter 100mg/dl and the bg value was displayed on the sensor graph properly. Pump had cracked battery tube threads, stained end cap sticker and minor scratched display window. No damage or burn mark found inside the pump. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. No unexpected numbers ramping/scrolling on their own noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.